Event description:
It has been reported to philips by (B)(4) ((B)(6)) that a customer reported that during surgical operation vue pacs was on standby and shutdown, this prevented the surgeon to view the necessary x-ray images for surgery. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The manufacturer previously reported that the customer alleged vue client went on standby and shutdown during surgical procedure, this prevented the surgeon from viewing the necessary x-ray images for surgery. User had to re-log back in to vue client. Customer claimed issue created risks for the patient. The investigation revealed that the customer installed vue client with nativebridge component. Vue client was updated to 240 minutes, while nativebridge with its own logout timeout mechanism was not updated to prolong the timeout greater than the default time of 60 minutes. While personnel in the operating room prepare images for orthopedic surgery, nativebridge timed out and prematurely crashes causing vue client to log off. The personnel in the operating room had to log back into vue client, and set the selected images for display, thus causing a brief delay during procedure.¿the root cause of the issue was due to incomplete synchronization of configuration for logout timeout between three components vue explorer, vue client and nativebridge. No patient harm has been reported by the customer. A review of the instructions for use (IFU) of vue pacs was conducted as part of the investigation into this issue, and it is confirmed that the device was being used within the intended and indicated use of the device. However, post installation of nativebridge, the software configuration between vue client and vue explorer was not tested by the customer. The aid to view images is significant and important, however, the overall delay caused by needing to log back in to vue client system, is negligible for the orthopedic surgery length, and not expected to cause injury.